Event description:
Additional information received reported that the patient experienced signs and symptoms of infection include fever, redness and swelling. The patient did not have meningitis. Culture was obtained from the lumbar region, but the result was not provided. The patient was treated with intravenous antibiotics. The patient outcome was noted as infection resolved.

Manufacturer narrative:
(B)(4).

Event description:
The device set was removed due to an infection. It was later added that the device was used to treat pain. There was no further information reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).